Manufacturer narrative:
A severe low blood glucose event requiring ems treatment with intravenous glucose was reported through a survey. No information could be obtained regarding device use, insulin delivery, or contributing circumstances despite follow-up attempts, and no device malfunction has been identified based on the limited information available. A follow-up MDR will be filed if additional information or a device evaluation becomes available. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
On 19-oct-2025 the user reported that on (B)(6) 2025, they experienced hypoglycemia with a bg of 24 mg/dl. The user was asleep prior to the event and did not perform any self-treatment before ems was contacted. The user was treated on scene by ems with intravenous glucose and was not transported to the hospital. No additional information was provided.